Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: the batch number provided, r94g27, does not refer to a psee60a device as reported. Please provide a valid six digit lot or batch number for the device involved in this event. Also, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? To date no response has been provided and the device has not been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure (right side), the device could not be opened after firing. There was no delay in surgery and no harm to patient. Surgery was completed with new device.

Manufacturer narrative:
(B)(4). Batch # r5a04c. Additional information received: we received the information that the sales rep received the device open, we try to get further information as the customer complain that the device can't be open device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.